Event description:
Related manufacturer reference number: 2017865-2022-11604. It was reported that the patient presented to the emergency room with right ventricular (rv) and left ventricular (lv) leads that were dislodged due to a patient fall. Device testing and chest x-ray (cxr) confirmed lead dislodgement for both leads. The leads were explanted. The patient was in stable condition.

Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in one piece with the helix partially extended and clogged with blood/tissue. After cleaning, the helix was able to extend and retract. The full helix extension length was within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations did not find any anomalies.